Manufacturer narrative:
Evaluation of the returned complaint product and a review of the device history records are in progress. Upon completion of the investigation, a follow-up report will be filed.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.

Event description:
Kimberly-clark received a report from the (B)(6) stating that the blue cuff inflation line disconnected from its anchor point on the subglottic endotracheal tube. The patient had a period of low tidal volumes but the nurse responded and prevented permanent injury. The patient was successfully reintubated.